Event description:
Premature battery depletion reported. During follow-up, the remaining longevity was indicated as being less than 1 month, and the rate histogram showed pacing above 200bpm. A second interrogation of the patient's device showed no anomalies, with the longevity calculation being ok. After 3 days, the next follow-up took place, again showing anomalies. The device was explanted due to memory problems, analyzed, and subsequently tested out of specification during manufacturer's analysis.